Manufacturer narrative:
The account found a broken side rail center arm assembly. The account replaced the side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail would not latch. No patient impact.